Manufacturer narrative:
Examination of returned used device 60-6085-201a found that while inflating the balloon, there was no issue, however deflating the balloon, it would only deflate a little and not deflate all the way. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be an occlusion on the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 36 reports, regarding 44 devices, for this device family and failure mode. During this same time frame 676,807 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00007. Per the instructions for use, the user is advised to remove the vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, medium, uterine manipulator device was being used on (B)(6) 2024, and the ¿vcare balloon would not deflate.¿. The procedure was completed with the use of a ¿different vcare¿ and a delay of 10 minutes. There was no injury to the patient. Further assessment found it is unknown whether the user had tested the balloon by inflating and deflating it with air prior to performing the procedure, or if the recommended balloon capacity of 10cc/10ml was exceeded. The balloon was inside the patient when the event occurred. "They had to burst the balloon with an instrument" and "the procedure took about ten minutes longer due to the delay." There was no report of medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, medium, uterine manipulator device was being used on (B)(6)2024, and the ¿vcare balloon would not deflate.¿. The procedure was completed with the use of a ¿different vcare¿ and a delay of 10 minutes. There was no injury to the patient. Further assessment found it is unknown whether the user had tested the balloon by inflating and deflating it with air prior to performing the procedure, or if the recommended balloon capacity of 10cc/10ml was exceeded. The balloon was inside the patient when the event occurred. "They had to burst the balloon with an instrument" and "the procedure took about ten minutes longer due to the delay." There was no report of medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.